Manufacturer narrative:
The pipeline device will not be evaluated as it remains implanted in the patient. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Gressot, l. V. Et al (2016). An intraoperative look at failure of flow diversion: when additional or alternative treatments should be considered. (B)(4).

Event description:
Medtronic received information from literature that a patient required retreatment after pipeline implantation. The article stated that a patient presented with recurrent headaches. Angiogram revealed four aneurysms including a 4.1mm, wide-necked aneurysm in the right ophthalmic internal carotid artery (ica). The patient underwent implantation of a 3.75x14mm pipeline device across the right ophthalmic aneurysm. Seven months post-implant, the right ophthalmic segment aneurysm had decreased but filled persistently. The authors noted that the ophthalmic artery was arising from the aneurysm. Nine months post-implant, a left minipterional craniotomy was performed to expose one of the patient's other aneurysms. The craniotomy exposure provided an advantageous visual of the pipeline-treated ica, which showed that the vessel had a devitalized appearance and the distal tines of the pipeline were visibly protruding through the adventitia of the artery with an obvious transition from healthy-appearing artery to diseased artery at the margin of the pipeline. The pipeline was noted to be spanning the neck of the aneurysm, but did not divert flow away from the aneurysm, which continued to fill. The neck of the aneurysm was noted to be close to the ophthalmic artery. The aneurysm was successfully clipped. Intraoperative indocyanine green angiography confirmed patency of the afferent and efferent vessels and obliteration of the aneurysm. Post-operatively, the patient remained neurologically intact. A completion angiogram showed obliteration of the clipped aneurysm and no untoward findings. The patient was discharged home four days post-op in good condition. The patient did well clinically reporting no new problems during long-term outpatient follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.